Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was also stated that the customer was vomiting due to the high blood glucose. Troubleshooting was performed and the insulin pump passed the required tests. In addition, the customer stated she may have forgotten to bolus prior to the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.